Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was showing error codes 42221 and 42224 indicating an issue with the user-interface. Per reporter, the event occurred upon removal from the package. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The error codes were found to be due to damage of the main board. The main board was replaced to address this issue.